Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the plunger of a preloaded device passed over the lens implant and scratched it. The distal haptic also went under the optic. There was no impact on the patient. Additional information has been requested.